Event description:
It was reported that the pt had wound dehiscence and a tilting pump. The pump was surgically repositioned and catheter length was added. The drug in the pump was hydromorphone at a dose of 3.997 mg/day. The pt recovered without sequela.

Manufacturer narrative:
.